Manufacturer narrative:
(B)(4).

Event description:
Nurse practitioner contacted dexcom on behalf of a trial patient on (B)(6) 2015 to report that on (B)(6) 2015, that their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a transmitter failed error was not confirmed. A root cause could not be determined.